Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no expiration date for this product. Actual device was disposed of by account upon receiving replacement and is not available for evaluation. Evaluation summary: after further investigation, the initial reporter explained that while preparing the room for surgery, they were maneuvering the boom to a position suitable for use. They were articulating the boom and while moving the boom in an upwards direction, the boom cover caught on a flat panel suspension and pulled the cover off. The root cause for this failure is likely user misuse resulting in damage to the end cap causing it to detach and fall. In this case, a replacement was sent to the account and the fault end cap was disposed of. This type of malfunction poses a moderate risk to a pt if the boom were moved in the same manner during a procedure, which would then pose the risk of the cap falling into the sterile field. However, this specific malfunction was identified prior to a procedure and no patients were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.

Event description:
(B)(4). It was reported that an equipment boom end had fallen off. There was no reported pt involvement, and no reported adverse consequences.